Event description:
On (B)(6) 2014 a review of the programming history revealed that the physician performed a system diagnostics test on the date of surgery, (B)(6) 2014, on the old device which faulted and changed the patient¿s settings to diagnostics test settings. The physician then did not do an initial interrogation on the new generator as the first step and appears to have cross-programmed the faulted test settings onto the new device.

Event description:
Analysis on a returned generator identified that the generator was returned at settings indicating that faulted diagnostics occurred. No patient adverse events were reported.